Event description:
It was reported that a leak occurred at the junction between the uv flash transfer set and the uv twinbag while in use for peritoneal dialysis (pd) therapy. The twist clamp of the transfer set was closed. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. A visual inspection was performed which revealed a crack in the spike. Leak testing was performed which revealed leakage at the crack in the spike when connected to a bag port assembly. Clear passage and clamp function tests were performed with no issues noted. The reported issue of a leak was confirmed. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed. A leak was identified due to a cracked uv flash spike. However, the cause of the cracked uv flash spike was undetermined. If additional relevant information becomes available, a follow up medwatch will be submitted.